Event description:
Report received of a tubing separation. It was reported that a pt had an IV of lactated ringers infusing prior to an unspecified surgical procedure. At some point after the start of the infusion, IV fluid and blood were noted leaking onto the floor. Upon further investigation, it was noted that the tubing had completely separated at the distal y-site "as if there was insufficient glue". The amount of blood loss could not be quantified. A new tubing set was obtained and the infusion resumed with no further problems. There were no reported adverse patient sequelae. Additional information was requested, but no further information was provided.